Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer stated that the insulin pump rewound on its own and had high blood glucose as a result. The customer stated that she also had high blood glucose earlier in the week, and she changed the infusion set, but she was unsure why she had high blood glucose then. She stated that she did not have time to troubleshoot the issue and advised that she would call back later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.